Event description:
Cautery pencil is part of the sterile basin set made up by medline industries, inc. During a shoulder surgery, the doctor using the bovie noticed it was arcing. The circulating nurse stated "it's arcing, looks like lightning." The bovie was removed from the field and a new cautery pencil was taken from another kit, which did not appear to be the same type. The cautery pencil was saved and is going to be sent to the vp of quality for medline for him to personally follow up. A previous used cautery device involved in an or fire incident was "inadvertently" lost when it sent out for testing. This cautery device will be going to another country. At the time of the submission of this report, it has not been shipped out of the facility.